Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties occurred. Access was obtained through the right femoral artery. The high grade stenotic, de novo, ostial lesion was located in the severely tortuous and severely calcified right proximal circumflex artery. The physician performed ivus and then advanced a 1.5mm rotalink burr to the lesion over a 325cm rotawire guide wire. Ablation was performed at 200,000 rpms for ten seconds as the physician slowly pushed the burr forward with ongoing rotablation until it passed through the lesion. Upon retrieval of the burr, it had become stuck beyond the lesion. After some traction, the physician was able to remove the burr without any problems. The procedure was completed with several high pressure balloons and the deployment of two 3.5x15mm and one 3.5x18mm non-bsc des stents. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the catheter handshake connection was attached to a control advancer unit and tug and connect/disconnect tests were performed and no issues were observed with the handshake connectors. The catheter was wire guided without any issues. The rotablator catheter was wet tested using a control advancer and no issue was observed with the catheter unit. Microscopic examination of the burr revealed that the annulus of the burr was misshapen and damaged. There was no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties occurred. Access was obtained through the right femoral artery. The high grade stenotic, de novo, ostial lesion was located in the severely tortuous and severely calcified right proximal circumflex artery. The physician performed ivus and then advanced a 1.5mm rotalink burr to the lesion over a 325cm rotawire guide wire. Ablation was performed at 200,000 rpms for ten seconds as the physician slowly pushed the burr forward with ongoing rotablation until it passed through the lesion. Upon retrieval of the burr, it had become stuck beyond the lesion. After some traction, the physician was able to remove the burr without any problems. The procedure was completed with several high pressure balloons and the deployment of two 3.5x15mm & one 3.5x18mm non-bsc des stents. No complications were reported and the patient's status is fine.